Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise reversion episodes. The noise occurred when the patient was sleeping and was reproducible when the patient was placed on their left side. The ventricular sensitivity setting was increased and the patient would be monitored.